Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the clinic. Prior to the procedure, cine performed with contrast revealed the lead had dislodged. The lead was repositioned successfully and resolved the diaphragmatic stimulation. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).